Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that the truespan 24 degree peek. Meniscal repair failed to deploy on second backstop. Loud crack was heard. New device was used to complete repair. No adverse events for patient. The complaint device was received and evaluated. Visual inspection reveals that the red trigger is loose, it can be moved back and forth with the fingertips. The device cover was removed to identify the failure, it was found that a small piece of the red trigger was broken, the rest of the components were on its place with no anomalies. The stop tube was cut to verify the implants, the two implants were found inside the needle shaft, however the first implant was slightly advanced. Also, it was noticed that the needle is bent at the left position. At magnification, it was found that the needle shaft, the suture retention tubbing and the first suture have rests of biological matter which is a sign that the device was introduced into the patient¿s body. According with the visual inspection results, this complaint can be confirmed. A possible root cause for the broken trigger can be attributed to a mishandled device, the operator probably introduced the needle into the soft tissue and mistakenly forced the device until the needle was bending, therefore when trying to deploy the first implant, it was stuck due to the bent needle leading to the broken trigger. A manufacturing record evaluation was performed for the finished device lot number: 6l65936, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool the truespan 24 degree peek. Meniscal repair failed to deploy on second backstop. Loud crack was heard. New device was used to complete repair. No adverse events for patient. No delay reported. The device is available to be returned for evaluation.